Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the tubing was observed separated from the male luer. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date between (B)(6) 2020 and (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp three lead extension set broke. The break was observed at the "junction where it attaches to the luer lock". The event occurred while connected to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.